Event description:
The orange plastic piece (very thin strip) was found on the patient's colon unexpectedly during the procedure. The surgeon removed the orange plastic and continued the procedure without any reported injury or ill-effects to the patient.

Manufacturer narrative:
Quality assurance conducted an evaluation on two clinical dexide 5mm threadded trocars and determined that the root cause for the reported condition has been attributed to a mishandling of one of the obturator knife blades, and an improperly performed fit test, during the assembly process. The bent knife blade causes the obturator to scrape against the seals and inner shavings. As a corrective action, engineering has since reinforced the properly handling, assembly, and inspection procedures in order to prevent this condition from reoccurring.